Event description:
It was reported that the bd microfine¿+ insulin syringe was stuck in the insulin pen. The following information was provided by the initial reporter, translated from german to english: pharmacy informs us that a patient complained that a piece of the pen needle was stuck in the insulin pen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that the bd microfine¿+ insulin syringe was stuck in the insulin pen. The following information was provided by the initial reporter, translated from german to english: pharmacy informs us that a patient complained that a piece of the pen needle was stuck in the insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15sep2022. H6: investigation summaryone open and fifty five sealed 32g x 4mm pen needle samples were returned from lot. No. 2005380, cat. No. 320561. Visual examination of the returned samples was carried out and a broken non patient end of cannula was observed on the one open sample, no issues were observed on the sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.